Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 924256, lot# 082224017a, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that all of the screws of the burr hole cover were not screwed. It was unknown if there were any external or environmental factors that led to the event. Different screws were used and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.